Manufacturer narrative:
Citation: pal jd et al. Transcatheter aortic valve repair for management of aortic insufficiency in patients supported with left ventricular assist devices. J card surg. 2016 aug 3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature of a (B)(6) old male patient with worsening aortic insufficiency during three years of left ventricular assist device (lvad) support underwent implant of a medtronic corevalve (serial number not provided). After initial valve deployment, moderate paravalvular leak was noted. Subsequently a second non-medtronic valve was implanted as a valve-in-valve. One month following the procedure the patient developed pneumonia requiring intubation. The clinical course was significant for sepsis. In accordance to his previously expressed wishes, his family requested withdrawal of care, and the patient died five weeks post implant. The most recent echocardiogram demonstrated a normally functioning aortic valve with trace regurgitation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the physician/author stated the medtronic valve(s) exhibited no performance issues and performed as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.